Manufacturer narrative:
Brand name: aquacel/aquacel ag - surgical cover dressings. Based on the available information, this event is deemed to be a reportable malfunction. The complainant was only able to provide the product name. Complainant was unable to provide the lot/material number or product sizing information. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however to date no additional information has been received. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Two (2) potential manufacturing site numbers are listed below. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user underwent partial right knee replacement on (B)(6) 2019, when the aquacel ag surgical dressing was placed. Over the next several days, she had itching under the dressing, but did not remove it. She had a follow-up appointment with her surgeon on post-operative day seven (7), at which time a physical therapist removed the dressing using the taffy pull technique. The dressing was firmly adhered and difficult to remove. The physical therapist then tried using alcohol prep pads to remove the adhesive residue. The end user reports she had multiple tiny intact blisters and redness in a picture-frame pattern, located under the outer adhesive border and swelling. There were no open areas or bleeding. No prescriptions or lab tests were ordered. The end user was instructed to apply an over-the-counter hydrocortisone cream to the affected area, to take over-the-counter benadryl, and apply ice for the itching. She states the ice helped relieve itching. The blisters are now fully resolved; the incision site is fully healed and lightly scarred. The picture-framed area of redness now has pink discoloration but, is otherwise intact with her skin dry and flaky. No photographs were provided.